Event description:
Report received from france states: "disconnection of tubing from the vitrectomy cutter, pack exchanged, no pt impact. Issue: surgery time increased."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.